Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿

Event description:
It was reported that an unspecified cartridge alarm occurred during load sequence. There was no adverse impact to the customer's blood glucose level. Customer believes that they filled cartridge with more than 480 units of insulin. Reportedly, the customer was able to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.